Manufacturer narrative:
There is more information on the device evaluation and additional information has been received from the customer. Correction is being made to the email of the initial reporter. This supplemental report is being submitted to provide this information. Please see the updates in sections: e1 (email), e2, e3, g2, g3, g6, h2, h6, and h10. The customer informed that it is not known how the lid cracked. The staff is trained and experienced in the use of the device. The device history record review confirmed that device conformed to specifications at the time of shipping. There is no available repair history for this device. The cause of the cracked lid is likely to be that the user had something hard come in contact with the lid. The instructions for use includes the following statements whereby this issue can be detected: chapter 3 inspection before use 3.2 inspecting the lid and lid packing before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. The lid is not cracked, broken, or otherwise damaged.

Manufacturer narrative:
The customer had observed fluid accumulation underneath the white tray below the internal water filter housing. There was no fluid in the tray or any other wetness in that area. There was some fluid accumulation on the front left area of the machine. No visible sign of fluid leaking on the rest of the machine. The acecide was changed on monday and the machine was running fine since then. Field service engineer (fse) found a cracked lid during the e51 inspections. During a cycle test, this caused the detergent to bubble out of the lid and go under the control panel. Fse replaced the cracked lid. Evaluation is still ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
When on site to evaluate the e51 internal leak error observed in the device, the field service engineer (fse) found the lid of the device was cracked. There is no reported harm to any patient.